Event description:
It was reported that a patient underwent an unspecified spinal surgery. During the surgery, the tip of the instrument broke off. No fragment of the instrument was remaining in the patient.

Manufacturer narrative:
(B)(4). Product was returned. Visually confirmed the tip of the instrument is broken off, with a fairly tortuous fracture surface. This is consistent with bend stress overload.